Event description:
It was reported that the backed out of device on impaction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Mechanical (g04) - impactor. Reported event was confirmed by review of picture provided. Device was not returned. Photograph provided shows that the screw holding the pad and impactor is disassembled leading to pad being disassembled from the impactor. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H3: customer has indicated that the product will not be returned because it was discarded.

Event description:
No further event information available at the time of this report.